Event description:
The 511s was used during a laparoscopic cholecystectomy. The device would not arm. A new device was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip conditon conforming, desufflation lever condition conforming, inner gasket condition conforming, latch condition conforming, obturator condition conformimg, outer gasket condition, conforming, reset button condition conforming, sleeve condition conforming, stopcock condition conforming, trocar condition conforming. Functional tests & results: does safety shield retract conforming, flapper door functional conforming, lockout functional conforming. Analysis conclusion: based upon inquiry info received, visual examination and functional test, no conclusion could be reached as to how reported "device would not arm" occurred. No deformity could be identified during testing. Device was inspected, tested for arming, safety shield retraction and lockout and found to be conforming. Co reviews each incident as it occurs in an effort to continuoulsy improve products and processes.